Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It is reported that; pt had blood work done. Results showed elevated levels of cobalt. Had chromium and cobalt testing. No pain or discomfort. Pt wants stryker to cover his medical expenses.